Manufacturer narrative:
An investigation was performed in response to a complaint of error 4031 on the aia-2000 analyzer. The device was being used for diagnosis during the complaint event. At the customer site, a field service engineer (fse) found sensor s020 to be broken. The fse replaced the pip board sensor s020 to resolve the issue. The investigation revealed a broken pip board sensor due to a component failure. Review of the investigation conclusions indicates that escalation of the complaint for corrective and preventive actions is not warranted. (B)(4). The aia-2000 operator¿s manual under appendix 4 error messages states the following: [4031] sorter x-axis home detection failure cause: the home sensor failed to activate after the sorter x-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives.

Event description:
Customer reported a sorter x-axis home detect failure error 4031. The customer indicated that they had spilled a tray of test cups into the sorter. The site cleaned, reboot, and did a version up (software) but the sorter grinds when open and the aia-2000 analyzer produces the error when a patient sample is ran. The site cannot find any stuck or dropped cups. This is a reportable event based on delay in reporting of patient results for class a analyte.